Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The battery reamer/drill device was evaluated and the reported condition that the device was generating heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device would not run. It was further determined that the device failed pretest for check the function of the device and check the power with power test bench. The assignable root cause of these conditions was determined to be traced to component failure due to wear. Correction b3: it was reported in the initial report that the event date was unknown. This has been updated to july 30, 2021.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during pre-surgery testing it was observed that the battery reamer/drive device was not working properly, and some heat was being generated from the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however it was reported that the event occurred on the 30th day of an unknown month in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.